Event description:
It was reported that the patient presented to the hospital with congestive heart failure symptoms. Imaging was performed and no physical issue was noted, but right ventricular lead displayed a loss of capture. The lead was deactivated. The patient was stable.